Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. They were working in the right coronary artery (rca) and the lesion was located in the posterior descending artery (pda). An unknown stent had previously been implanted in the rca. The physician inflated what he thought was the 2.50x20mm promus element plus stent in the lesion but found that the stent had embolized proximal to the previously placed stent and became caught on calcium. The physician was unsuccessful in retrieving the promus element plus stent. The physician was able to crush the promus element plus stent against the vessel wall using several unspecified balloons and then successfully stented over it with a 4.0x20mm promus element plus stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).